Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response button cover was lifting/loose, allowing debris to interfere with the response button switch. The root cause of the loose cover was physical abuse. No adverse events occurred from the damaged response button.